Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture, increased thresholds and low impedance. The lead was explanted and replaced during a scheduled pulse generator change out procedure. The patient was stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead insulation had exhibited an anomaly.